Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "vent-inop: machine and proximal pressure sensors failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. A service engineer (se) was servicing the device, what it was observed that the v60 ventilator displayed a "vent-inop: machine and proximal pressure sensors failed" error code (1007). This investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the device was in an inoperative (inop) mode due to error code 1007 (vent-inop: machine and proximal pressure sensors failed). The se reported that they were unable to perform any testing on the device. The se noted that the service manual was reviewed, and the recommended repair was to replace the data acquisition (da) board. The se replaced the da board, and the issue was resolved. The device passed all testing and was returned to service. Without any restrictions.